Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating, the device was not pumping up anymore, it was reported that air was observed in the pump. The ipp was explanted. There were no patient complications reported.